Manufacturer narrative:
The reported events of high pacing lead impedance and loss of capture were confirmed. As received, a partial lead was returned in two pieces. Visual inspection of the lead found all eight filars of the inner coil appeared to be fractured distal to suture tie impression. Scanning electron microscopy (sem) evaluation confirmed that all eight filars of the inner coil were fractured. The cause of the reported events was due to fractured inner coil consistent with fatigue fracture.

Event description:
It was reported, a loss of capture and high pacing impedance were observed on the right ventricular (rv) lead. During an unrelated normal device exchange the rv lead was explanted and replaced to resolve the event. The patient was stable.